Event description:
Philips received a complaint on the v60 ventilator indicating the unit failed the electrical safety test. The system was not in clinical use; there was no patient/user harm.

Manufacturer narrative:
H10: a philips authorized service provider (asp) reported the ventilator battery failed during the electrical safety test. The battery would not hold the charge and the unit was removed from service. The asp determined a power management printed circuit board assembly (pm pcba), was necessary for repair. The repair for this unit cannot be conducted at this time due to the part(s) being on back order due to a global product hold. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted.

Manufacturer narrative:
The removed power supply was returned to the product investigation lab (pil) for analysis. The pil technician visually examined the component and noted no initial discernable issues noted with the power supply. There is 0 volts direct current (vdc) at the power supply output which lead to the not charging, depletion and battery failure. The reason for the faulty power supply and the zero vdc output is due to a faulty q9 being shorted and thermally damaged and f2 of the power supply is open. Due to the power supply being obsolete per engineering this power supply will not be going back to the vendor for a vendor analysis.